Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the procedure, oversensing was noted via wireless telemetry. The patient had a triple lumen catheter in the heart at the time for other complications. The catheter was removed, and the oversensing went away. The device is still in use. No patient complications have been reported as a result of this event.